Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately five years post initial left tka, this female patient had a revision due to implant broke and caused her femur to break as well. Then, two years post left tka revision, patient returned to surgeon because her knee didn¿t feel right, and she had severe pain, problems with her mobility, and had to be in a wheelchair since 2013.

Manufacturer narrative:
Additional information d8 h3: the revision reported in the case was likely the result of fracture of one of the knee components. However, insufficient information was provided to determine which component fractured, the type and cause of the fracture. The cause of the reported femur bone fracture is also unclear from the information available.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2, h4, h7 and h9 have been updated accordingly. Section d10: concomitant products: cr femoral cem, left sz 2 (cat# 02-010-03-0220 / serial# (B)(6)) lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(6)) three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, associated reports: 1038671-2024-04983. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.